Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("pain from migrated inserts"), genital haemorrhage ("heavy bleeding"), pregnancy with contraceptive device ("pregnancy with essure device") and abortion spontaneous ("miscarriage") in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: *patient underwent essure confirmation test? Yes. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant) with abdominal pain lower and pelvic pain, genital haemorrhage (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), anxiety ("anxious"), depression ("depressed"), dysmenorrhoea ("severe menstrual pain"), medical device pain ("pain from migrated inserts"), menorrhagia ("prolonged menses/ menorrhagia"), abdominal pain ("severe abdominal pain"), dyspareunia ("dyspareunia") and vaginal haemorrhage ("abnormal bleeding (vaginal,") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pregnancy with contraceptive device, abortion spontaneous, anxiety, depression, dysmenorrhoea, medical device pain, menorrhagia, abdominal pain, dyspareunia and vaginal haemorrhage outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abortion spontaneous, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, medical device pain, menorrhagia, pregnancy with contraceptive device and vaginal haemorrhage to be related to essure (ess205). The reporter commented: over the next several years, plaintiff sought treatment on multiple occasions for aforementioned symptoms. It is likely that she will be required to endure a separate surgical intervention to remove essure. Most recent follow-up information incorporated above includes: on 13-may-2019: new pfs received- new event abnormal bleeding (vaginal ) was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.